Event description:
A healthcare professional (hcp), on behalf of the customer, reported a "sensor not communicating" error message and therefore was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was brought to the emergency room. The customer had contact with the hcp who provided glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.